Event description:
It was reported via a hotline call from a registered nurse (rn) in the open heart unit asking for help with switching from the arrow pump to the receiving facilities pump. The rn said that the screen on the pump has gone white with no waveforms. The clinical support specialist first verified that the pump is still currently connected and that it is still pumping with no delays in therapy. The css had the rn check the umbilical cord, and it is firmly connected. The css then had the rn firmly push the cord connector tighter into the monitor with no change. There is still a white screen. The css then walked the rn through transferring the pt over to the receiving facilities pump. They did have the adaptor tubing there, and they successfully made the swap over. The css then recommended that the rn have biomed check out the pump. The rn stated that she would have her bio-meds check the pump. Outcome of the pt is listed as unchanged. Length of time prior to the event is 1 day. Additional info received on 04/13/2015: a message was sent to fsr from the (bmet) biomedical engineer tech. Iii, from hospital - "I tracked down the balloon pump and verified the display works fine. Not sure what happened that night but it works okay now".

Manufacturer narrative:
Qn# (B)(4).